Event description:
The patient needed to be re-approached 10 days after the surgical procedure for a perforated duodenal ulcer, as the load clips were malformed (opened).

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: what was the original procedure? Where was the ecr60b fired? What is the product code of the stapler used? What were the findings at the time of reoperation? How did the patient present before re-operation? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.